Event description:
Information from the user: interference occurred in connection with a heating device. The anaesthesist in charge treated the patient with medication for obvious arrythmia, which originated from the heating device. When the device was switched off, the arrythmia disappeared. Explanation by the manufacturer: the simultaneous use of the astopad patient warming system rand a patient EKG monitoring system resulted in interferences, which caused a distorted patient monitoring image. The distorted patient monitoring image led to the diagnosis of arrythmia. After the astopad was switched off, it became apparent that no arrythmia existed.

Manufacturer narrative:
The manufacturer will conduct an investigation to determine the root cause, and whether there is a device malfunction. The manufacturer has requested the astopad device involved from the user facility for evaluation.